Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the stapler logs showed pn 480460-09, ln k16240829-0391 was used first, and it was installed on the system 3x and fired 2 reloads (1 white, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first two clamps were successful, and the firing was completed with no pauses for compression. On install 3, a blue reload was installed successfully, however no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. Next, logs show pn 480460-09, ln k16240829-0396, was the third stapler used in the procedure. It was installed on the system 1x and fired 1 blue reload with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no relevant errors in the logs.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the sureform 60 stapler instrument would not reopen after the first use and it was extremely difficult to remove from the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The sureform 60 stapler has been returned and evaluated by the failure analysis team. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The stapler was installed onto an in-house system and fired on a test foam using an in-house sf60 blue & sf60 white reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The stapler initialized, clamped, fired, and unclamped without any issues in both attempts. Failure analysis could not verify the customer reported event. The instrument was found to have one engagement failure within a single install based on log review & engagement were logs not available. The instrument was fully functional. No product issue was found. Further investigation confirmed additional observations. Visual inspection was performed, and the instrument was found to have a torn wrist cover at the distal end. No material appears to be missing. The tears measured approximately 0.5mm - 5 mm in length. The sureform 60 blue reload has been returned and evaluated by the failure analysis team. The reload came undeployed. The stapler with the loaded reload passed the recognition and engagement tests. The sf 60 blue reload was effectively deployed using the specific in-house sf 60 stapler, demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Comprehensive examination of the reload was carried out, uncovering no issues

Event description:
Refer to h11 for follow-up information.